Event description:
Allegedly aseptic loosening of the femoral cup. Bone cement suspected. Biomet refobacin bone cement lv 40x1 ref 3805780011 lot # a322bh2606. The resurfacing conserve® + implants were replaced by a conventional total hip arthroplasty.

Manufacturer narrative:
Event was captured under report 3010536692-2018-01437. Please void this report.